Manufacturer narrative:
The actual device not returned for analysis; however, nihon kohden tech support team was able to troubleshoot the issue with the customer. During the troubleshooting, it was found that the audio cable was not completely seated into the slot; which caused the device to not sound the alarms.

Event description:
The customer reported that the central nurse's station (cns) failed to provide audible alarms. No known impact or consequence to the patient.

Event description:
The customer reported that the central nurse's station (cns) failed to provide audible alarms. No known impact or consequence to the patient.

Manufacturer narrative:
On (B)(6) 2018 (B)(6) at peterson regional medical center reported the cns (pu-971ra sn:(B)(6)) did not have audio alarms. Alarms were displaying normally. All beds on the unit show a bell with an "x" through them. The issue began the day before out of the blue. Service requested troubleshooting/assistance. Service performed customer was advised to check the connection to the sound cable. The sound cable was not completely seeded into the slot. Once this was corrected, sound was restored and there were no further issues. Investigation result the device was placed into service on 04/12/08, which is over 10 years prior to the reported issue. A review of device history found no previously reported issues for the unit. The root cause is determined to be user error in incomplete cable connection/set up. The unit was able to notify user of issue with "x" icon. Issues with the alarm volume does not affect ability of the cns to monitor patients, communicate with one another, display information, or visually alert staff to an event via alarm indicator light.